Manufacturer narrative:
This report is filed on october 10, 2017.

Event description:
Per the clinic, the patient experienced vertigo with device use and as a result elected to have device explanted. Subsequently, the device was explanted (date not reported). There are no plans to re-implant the patient with a new device as of the date of this report.